Event description:
The doctor reported that he was unable to get a reading with the tools consistent with that of the x-ray. The tool rpeorted 0.5 while the x-ray read 2.5. The doctor also reported he was unable to change the pressure setting.